Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round high profile 380 cc and experienced bilateral deflation. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove code off label use because it was reported erroneously. The date of implantation was reported incorrectly. The actual implantation date was (B)(6) 2005. Therefore, the devices were not expired at the time of implantation. In addition, the actual reason for device explant and/or reoperation was suspected deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during visual inspection of the sample it appeared intact. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the corresponding lot numbers are : right 5562168 left 6550780. The date of implantation was (B)(6) 2012. Both implants were intact. This supplemental report is for the right side. Since the devices implanted were expired they were used off label. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, there are neither deficiencies alleged nor patient injuries or a failure at the device. The device was visually inspected and it was found with no apparent damage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/2/2019, a manufacturing record evaluation (mre) was performed for the finished device number 5562168, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).